Event description:
It was reported that 2 bd insyte¿ IV catheters experienced catheter splitting/cracking/fraying during use. The following information was provided by the initial reporter: after venipuncture, the hcp had difficulty to advance the catheter. As the catheter and the needle did not move smoothly, the hcp moved them up and down and the catheter was then ruptured.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/9/2020. H.6. Investigation: two photos and one representative sample was received by our quality team for evaluation. From the returned photos and samples, no abnormalities were observed. The investigation was not able to confirm what the customer had experienced as no abnormality was observed on the returned sample. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd insyte¿ IV catheters experienced catheter splitting/cracking/fraying during use. The following information was provided by the initial reporter: after venipuncture, the hcp had difficulty to advance the catheter. As the catheter and the needle did not move smoothly, the hcp moved them up and down and the catheter was then ruptured.